Event description:
The tip of the awl broke off in the pt's vertebral body and could not be retrieved.

Manufacturer narrative:
Additional narrative: this info was not provided during initial report. Additional info has been requested. H3., 6 - subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.